Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with vancomycin 500 milligram (mg), every day, intraperitoneal injection (ip) and levaquin (500 mg, every other day, ip) for 10 days for peritonitis. Three days after hospital admission, the patient was discharged. The patient was not retrained for pd therapy. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).